Event description:
An unsuccessful attempt was made by the user to attach a second cuff to a one-cuff catheter (the glue used was not silicone glue as required in labeling). The catheter was implanted 12/4/96. According to the report, sufficient drainage was not obtained, and on 12/12/96 exit site leakage was noticed. On 12/27/96 the pt developed peritonitis and was treated successfully with antibiotics. The catheter was explanted 1/6/97 due to continuing poor drainage, and returned to the MFR for eval. A 7 mm slit was found at the location of the failed second cuff, apparently caused during the process and not noticed prior to insertion. The onset of peritonitis may have been related to the subcutaneous slit.